Event description:
Caller reported an error, specifically cgm error 42, while using the g7 sensor. There was no adverse impact to the customer¿s blood glucose level as no further errors were reported after the resolution steps. Cts guided the caller through a pump reset, successfully resolving the issue, and the caller managed to start their sensor session without further complications.